Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th march 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-1588rt, acl tightrope® rt, when tightening the 1st suture, it was broken. Another ar-1588rt was changed to but the same issue happened again. This was detected during an anterior cruciate ligament reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1588rt. There were no patient harm and no secondary procedure needed.